Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided four inappropriate shocks due to t wave oversensing. The patient was running at the time of the shocks. Oversensing was previously noted in the secondary vector, when the vector was changed to the primary vector. Technical services (ts) reviewed device data, and confirmed t wave oversensing with double counting, as well as morphology changes with elevated heart rates. Ts recommended troubleshooting and programming options. This s-ICD remains in-service. No additional adverse patient effects were reported.